Event description:
It was reported an error code 41541, during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratched screen, no labels removed. The customer stated problem was confirmed. The device was started and alarmed ec41541 which is an issue with the latch lock flex sensor. Replaced latch lock flex sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.